Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the reported mr, mitral stenosis, and dyspnea appear to be related to worsening patient condition. The reported patient effects of mitral regurgitation, mitral stenosis, and dyspnea, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4+. Xtw (lot: 31031r1045) and xtw (lot: 30925r2022) were implanted successfully reducing mr to grade 1-2. On (B)(6) 2024, it was learned that the patient had severe recurrent mr, a 10mmhg gradient, and shortness of breath. The recurrent mr was due to the patient's progression of degenerative mitral valve disease. The clips were stable and there was no tissue damage. No additional intervention was performed.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.